Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-53733 is a concomitant. Please refer to manufacturer report number 2016493-2021-53735, which captured the correct suspect device per investigation report.

Event description:
Patient has ifosfamide 24hr infusion started in outpatient infusion at 12:23. Patient came up to the floor. At 1900 shift change settings check completed with outgoing registered nurse and all noted to be correct. At 22:46 patient's chemo bag noted to be empty. Pump reading correct infusion rate and according to pump bag should have had 455ml remaining. There was a patient involvement and no report of patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that the device was set to deliver 806ml of a chemo drug in 24 hours and delivered the drug in under 12 hours. There was a patient involvement and no report of harm.